Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that four ecr60b cartridge reloads were received. The reloads were received in good visual conditions and fully fired. Additionally one malformed staple was received inside the bag. No functional test could be performed due to the condition of the reloads. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastric procedure, the stapler didn't staple. The surgeon made a double suture pds. There were no adverse consequences for the patient.